Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd emerald syringe 5ml 23x1 an, the device experienced a damaged defective product. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: as per user, the syringes were breaking ( barrel) during blood withdrawal procedure . The user is using the emerald syringes since long time and first time they faced the issue.

Event description:
It was reported when using the bd emerald syringe 5ml 23x1 an, the device experienced a damaged defective product. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: as per user, the syringes were breaking ( barrel) during blood withdrawal procedure . The user is using the emerald syringes since long time and first time they faced the issue.

Manufacturer narrative:
H.6. Investigation: the photo was received by bd for evaluation. A quality engineer was able to review the photo of a emerald 5ml from lot # 1298671 regarding item # 307756 with the reported issue that ¿syringes were breaking (barrel) during blood withdrawal procedure¿. The DHR of material number 307756 and lot number 1298671 was checked and no quality notifications were recorded on this lot. No sample and one photograph was received from the customer. The investigation team also used retention samples of material code 307756 and lot number 1298671 for investigating the reported defect. None of the retention samples or photograph from the customer helped the investigation team to confirm the reported defect of syringe breaking during withdrawing blood. The defect cannot be confirmed. H3 other text : see h.10.